Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a cracked case, a scratched case, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. However, the insulin pump was unable to verify unexpected battery power loss or replace battery alert/replace battery now alarm and perform sleep current measurement, active current measurement, self test and displacement test due to the blank display. The insulin pump was cut and during visual inspection, it was found that the battery tube power connector was not connected properly to electrical board 1. Connected the power connector and continued testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test. The insulin pump history download was successful using thus. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No blank display or unexpected battery power loss or replace battery alert/replace battery now alarm noted during testing or in the device trace download. In conclusion, the insulin pump was unable to power up due to the battery tube power connector not connected properly to electrical board 1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they received a low battery alarm. Customer stated that they tried inserting 2 batteries but the insulin pump did not turn back on. Customer stated that the display was not blank less than 30 seconds. Customer also stated that the battery cap was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.